Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During a diagnostic laparoscopy the distal end of the device, the part with the teeth, broke off inside the patient. The location of the broken part was identified via x-ray then retrieved without incident. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The DHR for lot ml-000338 was reviewed for testing results. There were no defects found in 125 samples that were inspected for visual and functional requirements to (B)(4) specification 14-1- 002481 revision 03 and (B)(4) specification mlt-002 revision f. No sample was provided for review and root cause could not be determined. Therefore no corrective action or preventive actions could be assigned. However, manufacturer will continue to monitor and trend similar complaints.

Event description:
During a diagnostic laparoscopy the distal end of the device, the part with the teeth, broke off inside the patient. The location of the broken part was identified via x-ray then retrieved without incident. The patient's condition was reported as fine.